Manufacturer narrative:
Device evaluation by manufacturer: contribute to the reported event. The fse found that the power setting was set to turn off after "20 minutes". The fse changed the setting to "never" and verified all other power and display settings were set correctly. The customer ran patient samples without any further issues. The aia-2000 instrument was functioning as intended; no further action was required by the fse. The aia-2000 instrument, serial number (B)(4) was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 service manual under 6.1.2 power management settings, page 6-8, states the following when setting up the power settings: display, sleep, and hard disk power settings in the screen saver settings window, click "change power settings...". Click "choose when to turn off the display" in the left column. When the window appears, change each of the settings. Set "turn off the display" to "never". Set "put the computer to sleep" to "never". Next, click "change advanced power settings". The window will then be displayed: click "hard disk" and then set the value of "turn off hard disk after" to "never". The most probable cause of the reported event was the power setting being set up to turn off after "20 minutes" instead of "never". Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported that the aia-2000 instrument automatically shut downs without any apparent reason. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), luteinizing hormone, (lhii), prolactin (prl), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.